Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became detached from the pump. Additionally, it was reported that the customer experienced a high blood glucose (bg) with diabetic ketoacidosis (dka) resulting in a hospitalization. The customer declined to provide additional information regarding the issue.